Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the rep on 2017-apr-11. The catheter was returned to the manufacturer for analysis.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving gablofen [2000 mcg/ml] at a dose of 100 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the first catheter spine segment seemed to stop flowing during an implant. It was detailed that the intrathecal catheter was inserted into the intrathecal space and it was confirmed with cerebrospinal fluid (csf) flow and fluoroscopy. Then after tunneling and attaching it to the pump segment, there was no further csf flow. It was indicated that they tried to aspirate with a small tuberculin syringe and through the catheter access port. The spinal segment was then replaced, tunneled and connected and csf flow was confirmed as intervention taken to resolve the issue. The case was finished with a successful implant. It was indicated that there were no known symptoms or patient adverse events and no negative outcome on the patient therapy. It was noted that the catheter would be returned for analysis by the representative and that the hcp wanted a report to see if the catheter was patent or damaged during placement. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ no further complications were reported or anticipated. The patient¿s medical history included spasticity refractory to oral baclofen. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
Analysis of the catheter/catheter body revealed dried drug, blood, or foreign material occlusion. Eval code - conclusion code ¿ is being updated for this event. Eval code - result code is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.